Event description:
A report was received that the patient had an infection at the pocket site. The patient has skin erosion and there was a hole over the implant which was caused by charging the ipg. The patient's symptoms also include an open sore which grew larger, discharge from the site and fever. The physician prescribed oral antibiotics and wound dressing was done at the pocket site. The physician believes the infection is not device related. The pocket site is healing very well and is closing up. The patient is still complaining of pain at the pocket site.

Manufacturer narrative:
Additional information was received that the patient's pocket site was assessed by the physician and concluded that it looked healed and the physician believed the event was procedure related. During the follow-up visit, the patient had hypersensitivity to touch over the pocket site. The patient was prescribed with topical analgesics for a few weeks for the burning sensation at the pocket site.

Event description:
A report was received that the patient had an infection at the pocket site. The patient has skin erosion and there was a hole over the implant which was caused by charging the ipg. The patient's symptoms also include an open sore which grew larger, discharge from the site and fever. The physician prescribed oral antibiotics and wound dressing was done at the pocket site. The physician believes the infection is not device related. The pocket site is healing very well and is closing up. The patient is still complaining of pain at the pocket site.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm.